Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead had exhibited high thresholds and high impedance. The lead was capped and replaced on (B)(6) 2015. The patient was stable during and after the procedure.

Event description:
It was reported that the ventricular lead was noted to be fractured. The lead remained implanted; no patient symptoms were reported.

Manufacturer narrative:
(B)(4).